Event description:
The customer reported that the unit locked up during the operational check.

Manufacturer narrative:
The customer reported that the unit locked up during the operational check. The device was evaluated at philips, and the symptom was duplicated. Replacing the processor pca resolved the issue.